Event description:
Information received from the field notes that the patient presented post implant with the leads in reverse position. A second procedure was done to correct the leads within the connector header. The patient was not pacemaker dependent.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received